Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s husband reported that 3 days after insertion of the sensor, the patch fell off. He was going to apply a new sensor but, in the meantime, they were unaware of her glucose levels and she had a hypoglycemic event in which she was out of it and unaware. Emergency medical services (ems) was called and the staff had to give her an unknown sedative because she was combative. She was taken to the hospital where her blood glucose (bg) reading was 58 mg/dl. The patient's husband stated that she was given insulin which brought her glucose level up; however, based on the report of hypoglycemia it is presumed that he miss spoke and meant glucose. At the time of the call, 6 hours after the event, she was home from the hospital, stable, and eating dinner. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.